Manufacturer narrative:
Patient information was unavailable. During the onsite inspection, the medtronic representative reported that the issue could not be reproduced. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that after successfully starting up the imaging system, a site representative began to implement self-training on the system. After the site representative pressed several buttons on the pendant, the pendant showed the following error "collimator error." The medtronic representative restarted the image acquisition system (ias) and when it started back up, it showed a red status on all connections. The medtronic representative then disconnected the ias and the mvs and restarted the systems independently, after which, the systems were reconnected and the issue was resolved. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.